Event description:
This report is for pt 1 of 3. Health professional reports: protime system inr result 1.8. Unspecified lab system inr result 1.1. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method, results, conclusions: MFR awaiting add'l info to determine if product return is required for evaluation.